Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had a defective stopper. No serious injury or medical intervention reported.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had a defective stopper. No serious injury or medical intervention reported.

Manufacturer narrative:
H.6. Investigation summary: customer returned (370) 3/10cc, 8mm, 31g syringes in sealed poly bags with the shelf cartons from lot # 7128951. Customer states that the stopper is crooked and sticks as being expelled. Thirty out of 370 returned syringes were examined and no deformed stopper was observed. These samples were also tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 7128951 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted for dry barrels. There were three (3) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.